Manufacturer narrative:
Due to missing of customer information the serial number of the device could not be provided and no more information is available. The device history records (DHR) for the device could not be reviewed. No further investigation could be performed. With limited information the root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. The device history records (DHR) for the device could not be reviewed due to missing of serial number. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Per a medwatch form that was received, a patient reported that they had a lasik procedure and has experienced extremely poor night vision, loss of contrast sensitivity, blurry vision, and starbursts. The patient stated that the doctor ignored their complaint and has considered the procedure successful, which in the patient's opinion is a big misrepresentation of what is actually happening.